Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Oversensing of noise was also observed on the rv channel. No changes were made and the rv lead remains implanted and in service. No adverse patient effects were reported.